Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the bd safetyglide¿ needle was clogged, and experienced difficult plunger movement. The following information was provided by the initial reporter: needle was clogged. Rn unable to give vaccine because they were not able to depress the plunger. Needle was changed and vaccine given.

Event description:
It was reported that the bd safetyglide¿ needle was clogged, and experienced difficult plunger movement. The following information was provided by the initial reporter: needle was clogged. Rn unable to give vaccine because they were not able to depress the plunger. Needle was changed and vaccine given.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.